Manufacturer narrative:
Complaint history and product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article compared patients with intraocular lenses (iol) implanted between 1998 and 2016 to identify whether glistenings were more common in different iol models or in iol's with or without the yellow chromophore. There were 301 eyes of 178 patients in two private practices that were assessed in the study. Each patient in the study had at least one iol implanted in situ for more than 12 months. There were 284 iol's audited and 35 percent of clear iol's and 66 percent of yellow iol's showed glistenings, graded as 2 or greater. Glistening density was not strongly associated with duration in the patient's eye. The results indicated that glistenings are more common in iol's containing the yellow chromophore than in clear lenses.